Event description:
During a surgical procedure, the flare on the cutting forceps detached and fell into the patient. The piece was recovered with no patient harm. Another like device was used to complete the procedure with no further incidents.

Manufacturer narrative:
The complaint was confirmed. The device was returned without a flare. The customer reported that the flare was recovered. The power cable is cut off of the device. Both the top and bottom electrode insulation is cut and split, due to the jaws being retracted into the shaft without the flare being in place. There was adhesive bond failure between the shaft and the flare.